Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found control unit had corrosion due to water leakage. The light guide cover glass had corrosion. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Universal cord had a dent. Due to damage, switch 2 did not work. Up/down angulation lever plate had a scratch. Universal cord had a scratch. Scope cover had a scratch. Grip had a dent. Due to damage on charged coupled device unit, the specified resolving power was not obtained. Angulation lever had a crack. There was air/water leakage from the channel. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to damage on channel tube, water tightness was lost. Distal end was shaved. Due to damage, switch 3 did not work. Adhesive on the bending section cover rubber was detached. Leakage coming from bending section cover rubber. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The event can be detected by following the instructions for use, section ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a channel leak. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling of 1mm2 or more. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.